Manufacturer narrative:
Further investigation could not determine a specific root cause. The field service representative found the customer was using a too short centrifugation time at the preanalytical system which could lead to incomplete separation of plasma and serum and may cause contamination in the fluidic system of the analyzer. This finding could explain the observed behavior. Additional typical causes for discrepant high results for competitive assays include issues with the bead capturing such as contamination of analyzer, preanalytic, or reagent handling and beads mixing. Analyzer performance testing was within specifications.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable vitamin d results for an unknown number of patient samples. The customer repeats samples with results greater than 175 mmol/l. Of the data provided for two patients, only the results for one patient were discrepant. The initial result was greater than 175 mmol/l. The repeat results were 81 mmol/l and 79 mmol/l. The initial result was reported outside the laboratory. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative found an issue with the prewash sipper which may indicate an issue with the samples.